Event description:
Boston scientific received information that this chronic atrial lead exhibited low out of range impedance measurements. There was some noise noted on a stored electrogram (egm). The lead is implanted with a competitor device and their field representativeindicated the lead will be monitored for now. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.